Manufacturer narrative:
Analysis of the ins (B)(4) found that the stim setscrew was backed out too far. Analysis of the lead (B)(4) found that the complaint was unverified, with insignificant anomalies indicating that the stim lead body conductor was crushed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va15zes, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reports that after increasing stimulation on all four programs, they still only get minimal relief; not getting 50% or greater symptom relief and is no where near the trial. On (B)(6) 2016 a manufacturing representative (rep) reported that a lead was determined disconnected from the battery. The patient was implanted on (B)(6) 2016 and went back to the office on (B)(6) 2016. All impedance were >4000ohms. They increased stimulation to 8.5v and the patient felt nothing. They took an ap image and that is when the lead disconnected from the battery was discovered. The patient had the entire system revised on (B)(6) 2016. The healthcare provider changed out the lead and tunneled, then connected the lead to the old implantable neurostimulator (ins) and it pulled right back out. The rep thinks there is something wrong with the ins headerblock. The rep said they will send back the ins. It was noted that the new ins was connected to the new lead and the patient was set at 0.7 post-operation. The ins is indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.